Manufacturer narrative:
Section e3, occupation: patient/consumer the coaguchek vantus meter serial number was (B)(6). The product was requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
We received an allegation of discrepant inr results on a coaguchek vantus USA meter. The patient tested on the meter twice on the day of the event. One result was 3.0 inr. One result was 4.3 inr. The time frame between the 2 tests was requested but was not provided. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.